Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended and it is unknown if the device depleted prematurely. The device is providing therapy. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.